Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that patient received the greenfield filter to decrease the risk of pulmonary embolus. On (B)(6) 2017, the patient received a CT scan of the abdomen without contrast. Findings revealed that the filter was in position. The filter is slightly off centered to the left within the ivc. The apex of the filter does not touch the catheter wall. The tip is located 3.5cm below the right renal vein. Struts appear to protrude through the wall of the ivc with fat plane between the struts and the wall of the ivc. These protruded approximately 3mm beyond the wall as measured from the outer portion of the strut to the outer wall. There is no extension into the adjacent structures.